Event description:
Customer reported while the pt was in use with the gait belt the inside of the buckle cracked. The date of the event is unk. No pt / caregiver incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customers reported issue statement and photo which shows a crack on the belt. (B)(4).